Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient presented to surgeon with a painful right hip. X-rays and studies showed a loose acetabular component. Cup was revised."